Event description:
It was reported that pump displayed malfunction alarm after possibly being left in truck and exposed to heat, with malfunction code 9. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump and malfunction recurred even after reset. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support arranged shipment of replacement pump with updated software.